Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11j. P-cap / reservoir locks properly into place. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/ damaged. Unit received was properly tested using a test battery cap. Unit passed displacement test. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, minor scratches on case, cracked case (battery tube) and broken battery tube threads.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.